Event description:
Reported due to pt death. The physician used the jostent coronary stent graft after a perforation was caused by an unknown event. The location of the perforation is also unknown. The stent graft was successfully deployed over the perforation. A small leak was noted but soon sealed. Reportedly, the pt died from blood loss. Although requested, no add'l info was provided.